Event description:
It was reported that the patient was hospitalized due to seizures, fever and bacterial pneumonia. After the hospitalization, the patient's seizures became uncontrolled. About two months later the patient developed a fever again and was taken to the hospital but no abnormalities were found on the exam. It was reported that the patient could not get out of bed, experienced seizures , could not eat and had to return to the hospital. A CT scan was performed which revealed epilepsy with focal points. The patient's medication dosage was increased. No other relevant information has been received to date.